Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 26 mg/dl, resulting in customer being "incoherent". Low bg cause was not known. Customer was transported to emergency room (ER) by an emergency medical technician (emt) and subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and glucose, resolving the issue. Customer was discharged from the hospital; however; release date was not available. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.